Manufacturer narrative:
No additional information was provided.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim: it was reported by customer that six (6) maxzero trifuse extension sets all leaking at the filter.